Event description:
Nurse reported patient was admitted to the hospital due to dka on (B)(6) 2014. Nurse stated patient was treated with an IV of insulin and saline. Nurse reported the patient's pump somehow became detached on (B)(6) 2014 and he was found unconscious the following day and taken to the hospital. Nurse stated patient's blood glucose level was at 785 mg/dl when he was admitted. Verified pump was working properly. Nurse reported the patient mentioned he had washed his meter in the laundry; no meter information was available. Patient is currently not on the pump. On follow up call on (B)(6) 2014 patient's father reported patient's target blood glucose is 140 mg/dl. Father stated patient's friend reported he was acting funny on (B)(6) 2014. Father reported a gi thing had been going around and they don't know if his behavior was due to being sick with a gi sickness or if he was acting strangely due to elevated blood glucose readings; patient was vomiting. Father reported patient's friend found him passed out in the front yard and took him to the hospital; patient is due to be released on friday. Father stated when he (father) arrived at the hospital the patient's infusion site was pulled out of his body but the tubing was still attached to the pump; is unsure of what happened with the headset. Infusion set is not available for return. Father reported the patient was dehydrated and thinks the patient was without insulin for 24 hours. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Device was not returned.